Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a routine bag of heparin was hung on night shift at 2030. A second bag was hung at 2230 but the large volume pump module turned off due to the ptt to be drawn and questions regarding the order. Lab drew the ptt on 29dec2024 at 2306 with no results due to no coagulation of blood. The nurse arrived to the room when lab was there and noticed the bag was still dripping even though the pump was off. It was also noted that there was an amiodarone infusion running. There was patient involvement but no harm.

Event description:
It was reported that a routine bag of heparin was hung on night shift at 2030. A second bag was hung at 2230 but the large volume pump module turned off due to the ptt to be drawn and questions regarding the order. Lab drew the ptt on (B)(6) 2024 at 2306 with no results due to no coagulation of blood. The nurse arrived to the room when lab was there and noticed the bag was still dripping even though the pump was off. It was also noted that there was an amiodarone infusion running. There was patient involvement but no harm. During on site visit by bd representative, it was further reported that the pump module was observed by customer biomedical engineering to have had a broken platen.

Manufacturer narrative:
Correction: describe event or problem.

Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a routine bag of heparin was hung on night shift at 2030. A second bag was hung at 2230 but the large volume pump module turned off due to the ptt to be drawn and questions regarding the order. Lab drew the ptt on (B)(6)2024 at 2306 with no results due to no coagulation of blood. The nurse arrived to the room when lab was there and noticed the bag was still dripping even though the pump was off. It was also noted that there was an amiodarone infusion running. There was patient involvement but no harm.